Event description:
Procedure type: inguinal hernia repair. According to the reporter: according to the dr, she noticed little orange shavings inside of the patient's abdomen from the 5mm trocar. The shavings did not fall into the cavity, they were attached to the trocar. They opened another trocar and that one was fine. There was no report of patient injury, unanticipated blood/tissue loss, or extended or time. No patient injury was reported. Patient's status is fine.

Manufacturer narrative:
(B) (4)